Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. The device was pressure tested underwater for clear passage with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse could not get a clearlink secondary set to function correctly. The nurse stated that ¿it would not work¿. This event occurred during setup, there was no patient involvement. No additional information is available.